Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (ipg), implanted: (B)(6) 2009. Product ID: 5054-58, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable and there was undersensing information.

Event description:
It was reported that the right atrial (ra) lead exhibited low p-wave sensing, high impedance and oversensing resulting in a pause. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.